Event description:
Customer stated that their screen was partially blank and that they cannot read their display. They stated that parts of the numbers are missing. A review of the system was conducted over the phone. This review determined that segments were missing in the 10's position and the units position. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.